Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with battery low alarm was confirmed. The cause of the reported condition was determined to be a battery low alert. The main battery was replaced to fix the reported condition. A service history review revealed that the device has not been previously sent into service for the reported condition of "battery low alarm." However, during previous service on 5/20/2009, the batteries and battery harness were replaced. Similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-(B)(4).

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
During preventative maintenance, the baxter technician reported a colleague infusion pump with a low battery alarm. According to the baxter technician, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.